Event description:
Blood glucose measured 134 mg/dl back to back with a result of 64 mg/dl performed within 10 minutes of each other. It was started customer did not have high or low glucose symptoms at the time. Reporter stated no actions were taken and no treatment was received as a result. A request was made for the return of the suspect product and replacement product was sent.